Event description:
Info received indicates the brake is not holding. The casters are rotating and swiveling when in brake.

Manufacturer narrative:
The tech used brake/steer upgrade the repair the bed.